Event description:
It was reported that the patient¿s system had a short and he was referred to another doctor for a possible lead revision. The neuro surgeon requested that the manufacturer representative (rep) meet the patient in the office on (B)(6) 2015 to interrogate the system and read impedances. The lead revision was not confirmed and no patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: extension. Product ID 3389s-40, lot# v062134, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: extension. Product ID 3389s-40, lot# v026241, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received reported that the patient's entire system was removed in order to allow for a MRI to be performed at a future date to prepare for a lead revision surgery. The patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v062134, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v026241, implanted: (B)(6) 2007, product type: lead. (B)(4).